Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) to troubleshoot. The tsr explained to report the alarms to the peritoneal dialysis nurse the next morning. The hp would complete therapy manually for the night. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that he could not resume with the therapy that night and had to skip a night of therapy. He stated that he resumed the next day with all new supplies and contacted his nurse to let them know what happened. He stated he didn't notice anything unusual with the supplies at the time and hasn't had any problems since. He stated his therapy is going extremely well and reported no injury or medical intervention.